Manufacturer narrative:
J.s. Kim, i.k. Jang, j.s. Kim, t.h. Kim, m. Takano, t. Kume, n.w. Hur, y.g. Ko, d. Choi, m.k. Hong, y. Jang. "Optical coherence tomography evaluation of zotarolimus-eluting stents at 9-month follow-up: comparison with sirolimus-eluting stents." Interventional cardiology heart, no. 95(23), 2009, doi: 10.1136/hrt.2009.167759. Pmid: 19535352. Pages: 1907-1912. A2: average age a3: majority gender b3: date of publication, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted for review titled "optical coherence tomography evaluation of zotarolimus-eluting stents at 9-month follow-up: comparison with sirolimus-eluting stents". The aim of this cross-sectional observational study was to evaluate the vascular response at 9 months after medtronic endeavor zotarolimus-eluting stent (zes) implantation using optical coherence tomography (oct). These findings were compared with those after implantation of a non-medtronic sirolimus-eluting stent (ses). Between november 2006 and october 2007, a total of 68 patients (32 zes and 36 ses) underwent oct at 9 months after stent implantation. All patients received dual antiplatelet therapy (dapt; aspirin and clopidogrel) for at least 9 months. The main outcome measured was the degree of neointimal coverage and the prevalence of malapposition at 9 months after zes and ses implantation using oct. Death, non-fatal myocardial infarction (mi), and late stent thrombosis (lst) were also evaluated for 9 months. The prevalence of acs was 55.9% in all patients and the left anterior descending artery was the most commonly treated lesion in both groups (15 (46.9%) in zes vs 18 (50.0%) in ses). The mean neointima hyperplasia (nih) thickness and percentage of nih area were significantly greater in zes than in ses. The rate of malapposition (7/8497 (0.08%) vs 208/8066 (2.6%)) and uncovered stent strut with malapposition (1/8497 (0.001%) vs 199/8066 (2.5%)) were significantly higher in the ses group. Intracoronary thrombus was not observed in the zes group. In-stent restenosis (isr) occurred in eight and five patients in the zes and ses group, respectively. In both groups there were no deaths, non-fatal mi and lst during the 9 months.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.